Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens was cracked. Additional information has been received stating that there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned, appearing to have been replaced halfway into the loading area of a qualified company cartridge. The optic was broken and the large broken portion was not returned. The remainder of the optic was returned with both haptics attached. The anterior optic surface was scratched near the edge. The optic was split and cracked along the line of broken optic damage. One haptic was broken in the distal tip (not returned), chipped on the distal haptic edge posterior, and nicked on the gusset edge anterior. Viscoelastic was observed dried in the cartridge. Stress lines were observed in the cartridge tip area. The cartridge shows evidence of handpiece use. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were used. The product investigation could not identify a root cause for the reported complaint of ¿cracked lens, in and out¿. The reported damage was observed, along with additional lens damage. The lens was broken (or cut) typical in appearance to an insertion and removal. Information was provided that the event may have been related to ¿possibly a loading error¿. The ¿loading error¿ was not specified. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intra ocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).